Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance and loss of capture. Fracture was suspected but not confirmed. Programming changes were recommended but not yet implemented.